Event description:
It was reported that the pump touchscreen was shattered, rendering the touchscreen unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injection s for insulin therapy.